Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the circumflex (cx) artery with a 90 degree angle. The physician attempted to direct stent the lesion with a taxus express2 3.0x16mm drug eluting stent and was able to get around the 90 degree angle, however, was unable to get down the cx artery. The stent delivery system was removed so that the lesion could be predilated. When the device was pulled back, the stent dislodged. The physician attempted to remove the dislodged stent with a small snare and also with a larger snare, but was unable to retrieve the stent. A 1.5x6mm balloon was inserted and partially inflated to retrieve the stent and the stent was pulled into the guide catheter and everything was removed as a single unit. The procedure was terminated and the patient was scheduled to return to the ccl at a later date. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.